Event description:
It was reported that during the implant of a left ventrical assist device, the leads were cut, as made clear by x-ray, leaving only the svc coil intact and in use. The device was then programmed to voo. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.